Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was isolated to user interruption of the software update. The device's operating instruction instructs the user to keep the lid open and not close the lid until the device displays "powering off", indicating that the software update has completed. The device was unable to be restored to normal operation. The customer received a replacement device. The customer¿s device was archived by stryker. The root cause was attributed to use error.

Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.